Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revision procedure right atrial lead, the pulse generator exhibited an elective replacement indicator message. After a firmware download the device resumed normal function. The patient was fine after the pocket was closed.